Event description:
A physician reported a pt with a corneal ulcer. The physician stated that the pt had previously been wearing a different type of contact lenses. She came to the office and was given a trial pair of contact lenses. The pt used this product with the trial lenses. The physician reported the ulcer occurred during the wear of the trial lenses. The pt reported she did not sleep with her lenses and the physician stated the pt is compliant. Upon examination, a five millimeter ulcer was noted which started from the limbus and extended to the pupil. The pt reported being extremely light sensitive. The pt was referred to an ophthalmologist for treatment. She was started on antibiotic and steroidal eye drops. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no sample or lot code was provided. A review of the (B)(4) data for all lens care product lots currently enrolled in the (B)(4) program was conducted and found all lots remain within spec through product shelf life. All compounding, filling mfg batch records (mbrs) are subjected to 2 independent reviews. In addition, prior to product release, the following are reviewed: all chemistry and microbial finished product results; environmental, utility, bioburden records; sanitization records. The primary components (bottles and closures) are produced under controlled conditions and are double bagged and placed into shippers from the supplier. Those shippers and the components inside are sterilized prior to being sent to alcon. All incoming components are inspected by qa and are verified to meet design criteria via dimensional analysis and attribute inspection prior to disposition. Mfg areas are routinely monitored for environmental conditions (temperature, humidity, air pressure, viable, and nonviable). A review of the class 100% growth for each of the lens care lines (8, 9, 10, 15 and 16) was performed for the period (B)(6) 2011-(B)(6) 2012. There were no adverse trends for class 100% (grade a) growth during this review period for the lens care production lines. No root cause can be determined. Add'l info has been requested. (B)(4).